Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular and weakness are listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that 8 days post stent implantation in the left internal carotid artery the patient was admitted to the hospital for slowed mental thought process, generalized weakness and right hemiparesis. A CT of the brain showed recent left cerebral infarct. Physical, occupational and speech therapy was administered in subacute rehabilitation. Additionally the patient was in acute renal failure secondary to intravenous dye use and was anemic. A permacath was placed for hemodialysis to treat the acute renal failure. The patient was subsequently discharged to home. No additional information was provided.